Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Prior to the revision procedure, while in the holding room, the patient implanted with this rv lead experienced ventricular fibrillation (vf) arrest. It was unknown whether the pre-operative medication or the rv dislodgement resulted in the arrest. The patient was externally defibrillated and was taken to the procedure lab, where the rv lead was repositioned with successful defibrillation threshold testing. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.